Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for movement disorders. It was reported that the patient felt anxious with stimulation on. The patient reported feeling "electricity moving fast" and so turned stimulation off. This was noted as being felt throughout their whole body and indicated it was a sudden change in therapy. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative. It was reported that the cause of the issue remains unknown, but the electricity feeling goes away when the device is turned off.